Event description:
It was reported to boston scientific corporation that a leveen needle electrode was used during a liver rfa (radiofrequency ablation) procedure performed on (B)(6) 2011. According to the complainant, after administering the ablation treatment, the necrotised tissue appeared to be long and narrow. The physician felt that it may have been due to the needle not being sharp enough. However, there were no visible issues with the electrode. It is not currently known if the array formed a uniform umbrella shape when extended. The procedure was completed with another leveen needle electrode. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Patient over 18 years old. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
A visual examination of the returned device found no visible issues. Functionally, the array was able to be extended and retracted without issue. When extended, one of the tines was found to be crossed. Additionally, the ends of each tine were machined to points and appear to be sharp. Continuity of current was confirmed with the electrode which is indicative of proper connectivity. The condition of the returned incident device was not consistent with the complaint sharpness of the tines was inadequate. The evaluation found that one of the tines was crossed, but the end of each tine was machined to a sharp point. During manufacturing, electrode devices are 100% inspected for functionality and integrity. Since the specific cause of the issue cannot be identified, the most probable root cause is undeterminable. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).

Event description:
It was reported to boston scientific corporation that a leveen needle electrode was used during a liver rfa (radiofrequency ablation) procedure performed on (B)(6) 2011. According to the complainant, after administering the ablation treatment, the necrotised tissue appeared to be long and narrow. The physician felt that it may have been due to the needle not being sharp enough. However, there were no visible issues with the electrode. It is not currently known if the array formed a uniform umbrella shape when extended. The procedure was completed with another leveen needle electrode. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.